Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer leaked. Believed the leak was from a loose connection. Turned it off removed and replaced the warmer tubing. Later it was discovered there was a large amount of very bloody fluid coming out of the top of the water reservoir. Immediately stopped the infusion. Removed the warmer and tubing from service and replaced with new. Patient is being monitored for infection. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: returned device was received a with corroded and discolored enclosure, front cover, float switch, inside of heater, and tank cover. Pump not working. Outdated pcb, power switch, and plate clip. During the evaluation of the device there is no sign of blood anywhere except outside the device on the front cover. The inside of the water tank and the float switch appear to be dirty not bloody. The customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer leaked. Believed the leak was from a loose connection. Turned it off removed and replaced the warmer tubing. Later it was discovered there was a large amount of very bloody fluid coming out of the top of the water reservoir. Immediately stopped the infusion. Removed the warmer and tubing from service and replaced with new. Patient is being monitored for infection. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The examination showed the water tank and float switch were dirty. The operator turned the power on and attempted to run a test; however the pump did not function so the circulating fluid would not flow from the water tank through the warming set. The device could not be functionally tested due to its returned condition.